Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device has depleted from 68% battery to 16% battery after approximately four months. Analysis was performed which indicated that the device was depleting prematurely. Replacement was recommended, however the device is currently still in service. No adverse events were reported at this time.

Event description:
This supplemental report is being filled to include device explant information.

Manufacturer narrative:
This device has been returned and the report will be updated upon completion of analysis.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.